Event description:
Per information provided: (B)(6) 2004 - patient was diagnosed with large right inguinal hernia thereby underwent open repair with the implant of perfix plug (device 1) and perfix plug (device 2). Per operative notes, ¿a large indirect inguinal hernia sac was dissected out. A large perfix plug (device 1) was placed through the internal ring, and a second piece of perfix plug (device 2) was inserted on the floor of the inguinal canal and secure it with sutures.¿ (B)(6) 2010 - patient was diagnosed with bilateral incarcerated inguinal hernias, abdominal pain, thereby underwent open repair with explant of perfix plug (device 1 and device 2) and implant of synthetic mesh. Per operative notes, ¿an incision was made just level of the external oblique fascia. Previously placed perfix plug (device 1 & device 2) was partially removed from the right side. In left side hernia sac was dissected out. A synthetic mesh was placed and sutured.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bd perfix plug (device 2). An additional supplemental emdr was submitted to represent the bd perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.